Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for lo blood glucose test results. The expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is reported on (B)(6) 2016 as a result of blood glucose results. The customer performed blood glucose test in the morning and received lo results. The customer then went to the hospital, where blood glucose results were 78 mg/dl using alternative meter. The customer was discharged from the hospital with no treatment and performed another blood glucose went arrived at home with result of lo. The customer is currently not taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet, medication, or exercise. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. The meter memory reviewed for fasting test results (time not set): (B)(6). Adverse event not reported.